Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose that day was above 600 mg/dl. The reporter noted the patient was treated by emergency medical services and was treated in an emergency room with unspecified treatment; they discontinued pump therapy; and the pump's settings were not recently changed. It was determined through troubleshooting that an alleged unable to prime issue was attributed to a reported use error. There was no allegation or indication of a device malfunction. This complaint is being reported because the reported health event was attributed to use error.